Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she has been taken to the emergency room 5 times in the past two weeks for low blood glucose (bg). She was taken to hospital today for becoming unresponsive with a bg that was too low to register on a meter. She is currently in the ER, her bg upon arrival to ER was 117mg/dl and was given an amp of d50. States she again dropped to 26mg/dl and was given another amp of d50. The ER doctors would like the pump reviewed for accuracy. Customer support (cs) review of pump shows date and time are set correctly and found the pump is delivering properly and as programmed. Patient states all of the low bg episodes happen after work in the early evening, thinks she might need to adjust her 1 pm basal rate. Patient denies any recent illnesses, no new medications. Review of I:c ratio, isf and bg target reveal they are all set as desired; no reported issues with sites or bent cannulas. Cs advised patient pump is delivering appropriately, and to follow-up with her health care professional (hcp) for possible setting adjustments. Patient¿s endocrinologist and diabetes educator both recently left, and she has not found a new one yet. Patient will ask ER physicians to recommend a new endocrinologist. This complaint is being reported because a patient on pump therapy experienced hypoglycemia. There is no evidence of pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 7/20/15. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on 2015-05-12. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.